Manufacturer narrative:
The universal surgical manipulator (usm) was evaluated by the failure analysis team. During failure analysis, the reported problem of error 23138 on yaw was confirmed in the field logs and also replicated on the fa system and patient side cart fixture test platform (pftp). The yaw chip encoder virtual absolute (cva), printed circuit assembly (pca), disk and flat flex cable (ffc) were replaced but did not fix the issue. Based on these findings, fa identifies that the yaw motor stator to be the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was not able to reproduce the issue. The fse replaced the universal surgical manipulator (usm) for customer satisfaction. The system has been verified as ready for use. Isi did receive the usm involved with this complaint to perform failure analysis; however, failure analysis has not completed their investigation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) to report an error on manipulator 5, specifically the 4th arm. The customer decided to disable the arm for the remainder of the case. There is a need for a full log review to confirm whether the error pertains to the universal surgical manipulator (usm) or the set up joint (suj). Despite the error, the procedure was completing as planned with no reported injury. Isi followed up with the field service engineer (fse) and obtained the following additional information: the fse confirmed that the usm was replaced for customer satisfaction.